Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to noise with oversensing and pacing inhibition. No additional adverse patient effects were reported. It was noted that the pacemaker was also explanted and replaced during this procedure to allow for more time until the next battery replacement. The explanting hospital will handle product return for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 17 centimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noise with oversensing and pacing inhibition were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to noise with oversensing and pacing inhibition. No additional adverse patient effects were reported. It was noted that the pacemaker was also explanted and replaced during this procedure to allow for more time until the next battery replacement. The explanting hospital will handle product return for analysis. Additional information received reported that this right ventricular (rv) lead was returned for analysis.